Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving baclofen (concentration 2000 mcg/ml, dose 679.6 mcg/day) via an implantable pump which was implanted in 2012. A pump motor stall occurred; during a refill procedure, the physician found a motor stall occurred message via logs. The session data report provided indicated that as pump was examined on (B)(6) 2016, a motor stall occurred on (B)(6) 2016 and stopped pump period may exceed tube set message was noted on (B)(6) 2016. The estimated elective replacement indicator (eri) was at 36 months. The pump status after update (change) indicated that the pump was at minimum rate (baclofen dose was 12.7 ug/day).the patient was a pediatric dystonic and the symptoms were not clear. There were no factors that may have led or contributed to the issue. Diagnostics/troubleshooting was noted as further programming of the pump. The pump remained implanted but out of service and replacement would be scheduled soon. At the time of this report, the issue was not resolved. Additional information received from the manufacturing representative on (B)(6) 2016 indicated that the pump would be explanted but not replaced. The surgery date had not been planned. The explanted pump would be returned.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 a representative further reported that in regards to the ¿suspected¿ motor stall (motor stall confirmed via additional pump logs from (B)(6) 2017). The estimated eri was 28 months. The pump was ultimately explanted on (B)(6) 2017 and being returned. The physician elected to replace both the pump and the ascenda catheter at this time with a new synchromed ii system, 8637-20 and ascenda catheter. The patient felt ¿fine¿ and was receiving itb therapy. It was now reported as ¿unknown¿ if there were any external, environmental, or patient factors which may have led or contributed to the event. Diagnostics and troubleshooting included the pump interrogation. At the time of this report the issue was resolved and the patient¿s status was now reported as alive-no injury. The date of implant was reported as (B)(6) 2012.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.